Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting faster than expected. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer reported frequent interaction with the pump. Customer was advised that pump battery depletes approximately 15% per day and that frequent interaction could accelerate battery depletion rate. Customer acknowledged.